Event description:
Device malfunction: breakage of device. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath of the device broke off in the pt and was surgically removed. Hemostasis was achieved using an unk method. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.